Event description:
Pt to or for CABG. At onset of cardiopulmonary bypass, arterial blood was noticed to be "dark" after a few minutes of bypass. Ventilation was reinstituted, pt weaned from cpb, oxygenator changed, and cpb restarted. Abg's after 1 minute cpb were 7.408-ph, 248-po2, 33pco2, 25% hct, 99% o2sat. Unit was returned to MFR for evaluation. Per phone call unable to duplicate. Full report to follow.